Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to a -5v wire shorting lead1 in the cable connecting ECG a and b. The root cause for the shorted lead has not been positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.